Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. One unpackaged ar-3638 was received for investigation. Upon visual inspection, it was noted that the anchor was disassembled from the driver. It was also noted that the inserter was bent. The most likely cause for this failure can be attributed to user error due to user-applied excessive mechanical forces. No problem was noted with the anchor/suture assembly.

Event description:
It was reported that during a labrum refix surgery the implant was pulled out of the patient. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 19-may-2022 update dw further information were provided that during the surgery to much force was used on the device which resulted in the reported event.